Event description:
While trying to insert phaseal injector luer lock into the phaseal connector luer lock, the injector would not turn to lock into the connector. When trying to insert and turn, the needle would move through the rubber tip at the end of the injector luer lock. Of note, there was already a few drops of vp-16 inside the chamber. Rn removed the phaseal and added a new one.